Event description:
The customer reported that the device would not turn on. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device. The reported problem was verified. The root cause of the reported problem was determine to be due to a failure of capacitor c12 on the interface pcb assembly. The device was repaired and returned to the customer.